Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had irregular colors and flickering display while in use on a patient. The patient was not harmed or injured as a result of the event.